Event description:
Pt had 3 disconnections. Pt was instructed to tape the connection. No fluid leakage occurred. The pt was instructed to go back to sleep, do a capd exchange in the morning and start apd again at night. Additional information received from affiliate indicates that the lineo cap disconnected from the lineo shell. Proper procedures were followed when the pt was connecting to the setup. No pt injury or medical intervention was associated with this issue per baxter.